Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result did not match the patient's previous troponin result, but was reported to the physician(s). The sample was repeated on the same instrument and resulted lower, matching the patient's previous result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After evaluation of the instrument data, the ccc specialist discovered that the instrument had produced error messages in the timeframe that the sample was tested. The reagent flex in use was at the end and the errors occurred prior to switching to a new reagent flex. The error messages were not produced once the reagent flex had changed. The customer no longer had the previous reagent flex for evaluation. The cause of the discordant troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.